Event description:
It was reported that and ambulance was called and the patient was taken to the hospital with hypoglycemia. The patient's blood glucose levels dropped to between 11 mg/dl and 14 mg/dl while wearing the pod longer than 48 hours. The patient was treated with intravenous fluids and was released after spending 4 to 5 hours in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.